Manufacturer narrative:
Concomitant products: bis-is-15 apadter implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant, both right ventricular (rv) leads exhibited high thresholds. Both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.